Event description:
It was observed during the device inspection, that the insufflator exhibited led failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "front panel leds are not lit." Malfunction would likely be related to failure of the front panel leds. Olympus will continue to monitor field performance for this device.